Event description:
It was reported that after implant the electrogram detected artifact causing oversensing on the right ventricular lead. The pocket was reopened and the pace/sense pin was removed. Blood and fluid were observed on the pin. The pin was replaced in the header and the setscrew tightened. After the pocket was closed, no artifact was observed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.